Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1 with screw and rod instrumentation. It was reported that the pain began having pain and falling approximately 16 months post-op. It was found on x-ray that the s1 screw was broken. The patient underwent a revision surgery 26 months post-op, the broken portion of the s1 screw was left in the patient. The patient stated that the symptoms are no better than before the surgery. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.